Event description:
Product 4 of 4. MFR reference report: 1627487-2018-12659, 1627487-2018-12660, and 1627487-2018-12662. It was reported that the patient did not have adequate relief from therapy. Surgical intervention occurred on (B)(6) 2018 and the system was explanted.